Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump "failed and is no longer working". The pump is currently out of warranty and customer is in the process of obtaining a loaner pump. No further specific information was provided.